Manufacturer narrative:
The lens was explanted due to excessive vaulting and elevated intraocular pressure (iop). The patient underwent yag and the lens was exchanged for a shorter lens. The problem was resolved. (B)(4).

Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens case/vial and there was clear surgical residue debris on the product. Visual inspection found the lens to have no visible damage. Work order search: no similar complaints were reported for units within the same lot. The correct diopter reported for vticmo12.6 implantable collamer lens was -10.00/+1.5/009 diopter. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -10.00 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the lens was exchanged due to excessive vault.